Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA p140016. H6) device problem code: a050408 - endoleaks. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: zta-pt-46-42-233, zta-pt-42-38-225 and fen-thoraco-abdominal-graft were implanted during the same procedure in 2019. Graft separation between the zta-pt-42-38-225 and the cmd fen-thoracoabdominal graft (e66829) ((B)(4) manufacturer report#3002808486-2023-00235). The distal diameter of the graft is measuring larger than 38mm's. I attended a procedure on (B)(6) 2023 where we inserted a zta-p-44-233 graft to reline and reconnect into the insitu cmd device. At the time of this procedure on x-ray there appeared to fractured stents in the distal 7th & 8th stent of the implanted zta-pt-42-38-225.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: in the index procedure in 2019, a male patient was treated for a thoracoabdominal aneurysm. Zta-pt-46-42-233, zta-pt-42-38-225 (complaint device) and fen-thoraco-abdominal-graft were implanted during this procedure. It is reported on (B)(6) 2023 that there was a graft separation between the zta-pt-42-38-225 (related complaint) and the cmd (custom made device) fen-thoracoabdominal graft (related complaint). Furthermore, the distal diameter of the zta-pt-42-38-225 is measuring greater than 38mm¿s. On (B)(6) 2023 it was planned to reline this graft (as reported when receiving the complaint). The patient had an arch branch graft implanted in april (2023) to treat a type ia endoleak at the proximal zta-pt-46-42-233 (related complaint). Per attending rep ¿I attended a procedure on (B)(6) 2023 where we inserted a zta-p-44-233 graft to reline and reconnect into the insitu cmd-device. At the time of this procedure on x-ray there appeared two fractured stents in the distal 7th & 8th stent of the implanted zta-pt-42-38-225.¿ (current complaint). No dissection was present prior to insertion of complaint device. Per additional information: the following information was provided to cook medical endovascular graft planning group by the operating physician ¿the patient has been sent to me with a label of chronic type b aortic dissection but the appearance might also fit as purely aneurysmal disease. There has been a bentall's procedure previously done. The descending thoracic aorta is 6.1cm. I propose doing a 2 stage procedure: partial arch debranching (left common carotid artery to subclavian artery bypass) and thoracic endoluminal stent graft, then a thoraco-abdominal endoluminal stent graft as a second stage. Given the anatomy I think the best configuration for the thoraco-abdominal aortic aneurysm graft is 2 branches (coeliac artery, superior mesenteric artery) and 2 fenestrations (renals).¿ this complaint regards stent fractures on the 7th and 8th distal stent of zta-pt-42-38-225. Imaging review was performed by an imaging expert based on 3d-reconstructions from planning and sizing, an implantation simulation from planning and sizing, two follow-up ctas, thoracoabdominal cmd specifications and photographs, pre-implant correspondence from the implanting physician, and the complaint report. Relevant imaging review findings were: by the first follow-up cta (B)(6) 2022, type iiib endoleak involved the distal zta-pt-42-38-225. The leak was the result of second and third distal stent body wire fractures. The stent diameter at the fractures and leak was increased to 40.5mm x 44.3mm. The gap and leak indicated a fabric defect permitting the leak. The leak was not contiguous with the zta-pt-42-38- 225/cmd junction. The aortic length from the left cca to the ca significantly increased on the first follow-up cta (B)(6) 2022. On the first follow-up cta 10 october 2022, zta-pt-46-42-233/ zta-pt-42-38-225 overlap was 87.6mm. The distance from the distal end of the zta-pt-42-38-225 to the ca was planned at 11.5mm. Consequently the original aortic length from the left cca to the ca was approximately 294.3mm (233+225+11.5-2(87.6mm)). This aortic segment increased to 379mm by the first follow-up cta 10oct2022 and to 388mm on the second follow-up cta 31jul2023. The lengthening further retracted the zta-pt-42-38-225 from the cmd between the first follow-up cta 10oct2022 and the second follow-up cta 31jul2023. Assuming the zta-pt-42-38-225 and cmd overlap depicted on the planning and sizing was achieved, the lengthening was sufficient to cause the original separation despite initial 3.5 stent body lengths overlap. On the second follow-up cta 31jul2023, the type ia endoleak was eliminated by branched endograft implant in the aortic arch. According to the complaint report, this was performed (B)(6) 2023. The type iiib endoleak persisted after this procedure. A 3-d surface rendering of the aortic arch and descending thoracic aorta with superimposed arch branched endograft line drawing based on a (B)(6) 2023 2022 cta was additionally provided. This demonstrated the intended branched endograft, the type ia endoleak, and the type iiib endoleak. According to additional information in the complaint report, the type iiib endoleak was eliminated by relining with a zta-p-44-233 (B)(6) 2023 2023. The previously mentioned stent fractures were reported recognized on x-ray during this procedure. Per the imaging review impressions, ¿the aortic lengthening was the result of a type ia endoleak associated with a dissection at the zta-pt-46-42-233 sealing stent. It cannot be determined whether the dissection was pre-existing or was a sine.", ¿the distal of zta-pt-42-38-225 was fractured in two locations. A type iiib endoleak through a fabric tear was present at a gap associated with the two fractures. The tear and fractures resulted in a larger than design diameter of the distal of zta-pt-42-38-225 as noted in the complaint report. The fractures and tear were likely related to friction between the cmd and zta-pt-42-38-225 as the zta-pt-42-38-225 was slowly retracted. Although the type iiib endoleak was the result of aortic lengthening, it would cause persistent sac pressurization and aneurysm growth if untreated.¿ furthermore, ¿the zta-pt-42-38-225 and cmd were nearing complete separation by 2023. A type iiia endoleak would have been present without sac pressurization by the type iiib endoleak.¿ review of the device history record gave no indication of the device being produced out of specification. Based on provided information it was not possible to establish an exact cause for the stent fractures. However, based on the imaging review, the aortic lengthening likely caused friction between the zta-pt-42-38-225 and cmd device resulting in the observed stent fractures and fabric tear that led to larger than design diameter of the zta-pt-42-38-225. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.